Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Mean calculation from comparison test data provided by end-user revealed both inratio values are outside the lower confidence limits for inr testing. The results prompt further investigation. Meter and strips were not expected to be returned. Further testing is not required at this time. Strip lot number in complaint was not found on record. Unable to contact customer in follow-up communication. No corrective action required at this time as no product deficiency was established.